Manufacturer narrative:
The customer reported the tubing broke at the connection piece, and returned one photo of the incident, of material 10016073, lot 25033233. Upon initial visual examination, the set verified the complaint of component damage, and the luer hub was broken the plastic cracked in half. There is no physical sample available. The root cause of this failure was identified by the plant as a possible manufacturing issue, related to absence or incorrect piston stop. Actions were taken to prevent occurrences of this failure in the future, including a design modification to provide clearance and prevent material crack, feedback to personnel to reinforce the correct process, and a quality alert which was issued all personnel. Device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that secondary IV tubing broken at the connection piece.